Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign materials on air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be determined. It was unknown whether there was deviation from IFU in reprocessing steps for the area where the foreign material remained. No physical damage was confirmed on the area where the foreign material remained. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual ¿chapter 3 preparation and inspection¿. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual ¿chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.